Event description:
Pt suffered an open fracture of the left leg and was implanted with a nail and screw construct in (B)(6) 2010. Pt experienced subsequent infection of the left leg and a non-union. Hardware was explanted (B)(6) 2012 along with amputation. Reportedly, pt was non compliant. This is the 3rd of 3 reports on this event.

Manufacturer narrative:
Approximate date of implant is (B)(6) 2010. Investigation is on-going; no conclusion could be drawn as no device was returned or part number or lot number provided.